Manufacturer narrative:
An internal investigation concluded the cause of the malfunction. Further investigation identified the "bent leaf springs" caused the power from the ac or dc power cords to be blocked or inconsistent. However, the unit would have worked properly if connected to a charged battery. The cause of the bent leaf springs is unclear but could have resulted from the unit being dropped. The user instructions do tell the user to check the battery display lights to confirm charging status, which would have informed them that the batteries were not charged. Further investigation identified the device functioned as intended during the quality control check prior to shipment to the customer.

Event description:
After further assessment, their was no linkage between the death of the patient and the device.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. It was determined the no power output/intermittent power was due to the battery being almost empty. Further investigation discovered that the leaf springs on the mother-board were bent which caused the battery to non-function.

Event description:
It was reported the patient experienced being without oxygen for a five-hour flight. In turn, the patient was taken to the hospital via ambulance. As a result, the patient was admitted to the ICU (B)(6) 2021. Reportedly, the patient died three weeks later while at home.

Manufacturer narrative:
Inogen investigation is still pending and will file a supplemental report, if necessary, when investigation is completed. Inogen will write a supplemental filing with any additional information gathered.